Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample was not evaluated. According to the information provided by the customer the problem can be deduced to be an absence of solvent in the arterial line. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. If additional information is received a follow up will be completed.

Event description:
A customer rep called baxter and reported that today he experienced issues with blood lines used for hemodialysis. During therapy the patient was connected and the therapy initiated an alarm in the device was noticed as "air in the line", immediately alarm was attended to and some bubbles were observed in the line. No injury was reported.